Event description:
It was reported that this patient had underdose symptoms; the return of some spasticity in the upper and lower extremities. This was reported to have started in 2011. It was unclear if it was a connection issue or a catheter issue. A catheter dye study was performed and it was normal. An x-ray was taken at some point which suggested the catheter might have been fractured. The patient's dose had been increased and the patient was not getting optimal therapy despite being stable for years. A catheter revision was performed and the catheter was noted to have been capped, abandoned, or partially removed. The pump was replaced as it was less than one year from the elective replacement indicator (eri). Both products were reported to have been discarded and there were patient injuries reported. This system was reported to deliver lioresal.

Manufacturer narrative:
Product ID: 8703w, lot# l36765, implanted: (B)(6) 1995, explanted: (B)(6) 2013, product type: catheter. (B)(4).